Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported customer had high readings issue when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer obtained a scan reading of 227 mg/dl compared to a result of 180 mg/dl on a competitor meter, and self-treated with 3 units of insulin. The customer became hypoglycemic and lost consciousness. Emergency services were called to home, and a healthcare meter reading of 49 mg/dl was obtained as compared to scan of 80 mg/dl. The customer was provided intravenous glucose for a diagnosis of hypoglycemia. The results of healthcare meter compared to scan, when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.